Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was in a terrible accident and was having problems with stim prior to this accident but now the machine doesn't work at all. Pt states she has tried everything, tried to jumpstart this and nothing was working. Patient stated she had problems one year ago and her implants only last 5 years and not sure why. The device has not worked since accident (B)(6) 2020. Patient added that before, the device takes no less than 8 hours to charge every 5 days she is charging as the ins is dead. The device just doesn't last. Pt mentioned replacements due to normal battery depletions. Patient stated 6 months ago, it would take longer to charge and now after accident the stim just stopped. For 6 months she noticed her ins is going dead after 5 days. It takes no less than 8 hours to charge and the ins is not lasting and will not hold a charge. No further complications were reported.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that the battery had become overdischarged due to the motor vehicle accident and would not take a jump. The contributing factor was noted to be that the patient was t-boned in their vehicle. 5 attempts at ¿pors¿ (physician mode restarts) were attempted; however, the battery would not restart. The implantable neurostimulator was replaced on (B)(6). The issue was resolved at the time of the report. There were no further complications reported or anticipated.

Manufacturer narrative:
H6. Evaluation conclusion code 4117 does not apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #255203249:analysis information -- 2020-07-27 09:39:45 cst pli# 10 product ID# 37714 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) is at end of service (eos) due to three overdischarges. H3: analysis of the ins found that it had reached end of service (eos) due to 3 overdischarges. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their battery was ¿done.¿ they stated that the it was not charging. The patient noted that they got a new implant to resolve the issue.